Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Neither the customer or the parents were available for troubleshooting during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.